Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the power pcb assembly which resolved the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
It was reported to physio-control that the customer's device would not complete its boot cycle. The display was reportedly flickering intermittently. There was no patient use associated with the reported event.

Event description:
It was reported to physio-control that the customer's device would not complete its boot cycle. The display was reportedly flickering intermittently. There was no patient use associated with the reported event.

Manufacturer narrative:
Gtin/device identifier (di) number ¿ (B)(4).